Manufacturer narrative:
The returned meter serial number (B)(4) was investigated with controlled test strips. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported was not found in meter memory. In addition, the meter was powered on with button depression and insertion of both cal bar and strips. Missing segments were not observed. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.

Event description:
A customer reported "he was doing a blood test (with his adc glucose meter) and when the result came up it had missing segments." The customer reported receiving a reading of 212 mg/dl at 8:00am on (B)(6) 2012, and stated "the reading was missing segments and that he could not be sure it said 212 mg/dl due to the missing segments". Due to the "false reading in am", the customer reported he "felt sweaty, hot and lightheaded" when he self-presented to his doctor's office at 4:30pm on the same day. The customer also reported his blood pressure was elevated. The customer "went from dr's office to the emergency room", where he was diagnosed with hypoglycemia and treated with intravenous glucose. The customer also reported a diagnosis of "high blood pressure" and treatment with an unspecified "stronger blood pressure medication." There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (45001h070) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.